Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of mega 50cc balloon catheter a gas loss alarm occurred. No harm to the patient was reported.